Event description:
When administering the medications into the medtronic synchromed pumps, the health care provider could locate the appropriate port, however, due to adipose tissue, reporter thinks the needle became disengaged from the port and the medication delivered subcutaneously. Reporter is sure this occurred in one of the pts. None of the pts suffered any significant harm due to vigilant and rapid actions by staff. Luckily these pts exhibit a local reaction from the narcotic which tipped off the problem and the pts were immediately transferred to the e.r.